Manufacturer narrative:
The device was received not deployed. The clutch spring was observed to be held in place by the spring latch. The device data showed that the device was in pod state 1 and had run 0 pulses. Pod state 1 indicates that the device was never filled or activated. This was also confirmed by observing an empty reservoir. During the investigation, the ratchet gear was manually advanced, and the cannula assembly successfully deployed with no issue. No issues were seen with the device. Based on the investigation and the state at which the device was received, the device functioned as intended and was never activated to initiate priming sequence to allow for deployment of the cannula to occur.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn between 1 and 4 hours.